Event description:
It was reported that a malfunction alarm occurred due to a specific error code. There was no adverse impact to the customer's blood glucose level. The customer received assistance with resetting the pump but the same malfunction code recurred, leading technical support to arrange a pump replacement. The customer was informed about the need for replacement and planned to use mdi as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the pump's warranty status and the customer's shipping address, provided storage mode instructions, and requested the return of the problematic pump within ten days using a prepaid return box.